Event description:
During review of programming history, high impedance was seen during system diagnostics on (B)(6) 2011. The last available good diagnostics are from (B)(6) 2011. The device was programmed off on this date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.